Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported a false positive reaction of one patient sample with all three cells of biotestcell-p3 when testing on tango optimo. The patient sample that had caused the false positive test result was sent to us for investigational testing and the supposedly defective product has been returned, too. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false positive reaction of one patient sample with all three cells of biotest cell-p3 when testing on tango optimo. The patient sample that had caused the false positive test result was sent to us for investigational testing and the supposedly defective product has been returned, too. Our .quality control laboratory retested the patient sample with the complaint sample and could confirm the customer's result. Additionally, the patient sample was tested in the 3-phase tube technique and yielded a negative result. The patient sample was also tested in the tube technique with an incubation in the cold at 4°c and yielded a positive result with all three screening cells. This result strongly suggests that this cold reacting antibody is the most likely explanation for the positive reaction on tango optimo. The complaint sample was tested with different controls and samples. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by the quality control laboratory confirmed the allegedly defective lot of biotest cell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.